Event description:
As reported by the user facility: nine patients have been identified with serratia. They used two flush syringes in the hospital. One of them is 513587. There may be more possible lot #'s identified when product is sent back.

Manufacturer narrative:
On january 17, 2008, bbmi received a nationwide recall notification from am2pat inc. Initiating a nationwide recall of all lots of heparin and saline pre-filled syringes, which included catalog # 513587. Am2pat inc. Manufactures these pre-filled syringes under both their private label, sierra pre-filled inc., as well as under the b.braun medical inc. Label. Based on an ongoing FDA inspection of am2pat inc.'s facility, it has been determined that there is a potential for the sterility of these lots to be compromised. B.braun inc. Immediately notified all customers of this recall. Lot numbers: 070827a, 070304a, 070915a, 070830a, 070930a and 070822a. Expiration dates: 8/31/2009, 09/30/2009 and 3/31/2009.